Event description:
The customer reported that during an ladg, the device became sticky. The patient had oozing under 200cc. Another device was used to finish the procedure and there was no injury to the patient.

Manufacturer narrative:
(B)(4). The incident device had some dried blood between the jaws and had minimal sticking. The device was tested on simulated tissue for proper activation and knife function with acceptable results. The instrument was found to be within qa specification. Covidien lp (formerly valleylab) provides an online bulletin to inform customers how to avoid tissue buildup that can lead to sticking. This bulletin reiterates information provided in the IFU which states that if the jaws are not cleaned as instructed, eschar can build up and cause the jaws to stick to the sealed tissue. This can lead to difficulty in opening and closing the device. Keep the jaws of the instrument clean at all times and clean the instrument more often when working in a bloody field. If consistent sticking is encountered, reduce the bar setting. Do not re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance.